Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that underfill occurred with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, "sstii 5 ml 367955 underfills some 1 cm from nominal fill line." 7500 occurrences were reported during use, but the date/time and patient information were not given.

Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for underfill with the incident lot was not observed. Additionally, evaluation/testing of the customer samples was performed and underfill was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for underfill with the incident lot was not observed as all samples met the required specifications. Additionally, the photos did not identify a specific product issue. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text: see section h.10.

Event description:
It was reported that underfill occurred with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, "sstii 5ml 367955 underfills some 1cm from nominal fill line." 7500 occurrences were reported during use, but the date/time and patient information were not given.